Event description:
The tip (approx 16 cm) of the arrow marked spring-wire guide was retained in a pt's left internal jugular (ij) after it was unable to be threaded at the time of insertion. The pt's vasculature was noted to be previously occluded proximally. The wire is designed to be less rigid at the insertion end, however, this may allow breakage at the point where the wire becomes rigid in nature for insertion.